Event description:
It was reported patient was in hospital for an unrelated reason where pauses on EKG were observed. Device was interrogated and there were no episodes. It was suggested issue was p wave oversensing. Programming changes were made to device. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.